Manufacturer narrative:
(B) (4)=improper coaptation. Conclusion: (B) (4) device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via a telephone call from a (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
Reportedly a 7000tfx, 27mm valve was explanted at implant due to inadequate or uncharacteristic leaflet coaptation. The surgeon then proceeded to implant another 7000tfx, 27mm with no perceivable valve-related issues. The valve is available for return. The device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: creases are detected in the cusp area of all three leaflets. No other inconsistencies detected, the valve will be sent to rd for functional testing. (Model# 7000). The 5/5 10 research and development completed the functional test and concluded with the following: " this valve was explanted at implant due to ¿inadequate or uncharacteristic leaflet coaptation.¿ no echocardiography was provided; therefore verification of the in vivo functional behavior could not be performed. There is some evidence of distributed loading at the free edges of leaflets 2 and 3, although there is no evidence of suture looping. Edwards standardized in vitro functional testing measured a total regurgitant fraction of 6.2% which is less than half of the 15% allowed per iso (B) (4) for a size 27 mm mitral valve and thus would not normally be considered ¿inadequate.¿ nevertheless, due to the blood exposure and storage in formalin, it is possible that the valve¿s behavior at edwards may not be identical to its behavior in vivo. Creases are detected in the cusp area of all three leaflets.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: tlc-ii.specific component(s) involved: other component malfunction.other component: drive unit failure.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).